Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the target coil delivery wire was noted to be kinked/bent and the main coil was not returned. Functional testing could not be performed since the main coil was not returned. In case of this complaint, the main coil was not present when it was returned and it appears to have separated from the delivery wire, possibly when trying to advance into the catheter hub as it was stated in the event description there was difficulty inserting; therefore, procedural factor was assigned to the as analyzed issue main coil prematurely detached/separated inside patient, as these defect appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use. This is the 1st of 2 reports.

Event description:
Analysis of the returned device found that the coil was prematurely detached inside patient. There were no clinical consequences to the patient reported as a result of this event.